Event description:
Related manufacturer reference number: 2017865-2022-00082. It was reported that the patient in clinic for revision procedure. The right atrial (ra) and right ventricular (rv) leads were dislodged and twisted confirmed via fluoroscopy. The ra and rv leads were explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event for the lead was dislodgement. A completed lead was returned in one piece. Visual and electrical inspection found no anomalies except for damages consistent with procedure damage.